Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) lost stimulation. Lead diagnostic testing revealed high impedance measurements. In turn, the physician undertook surgical intervention. Intra-op lead testing confirmed impedance issues and a visual observation identified a kink. As a result, the patient's lead was explanted and replaced. The patient's scs system was reprogrammed post-operative and stimulation was restored.